Event description:
The customer states that the axsym processing carousel cover does not stay open and that the cover has fallen hitting a technician on the head. The customer states that the incident occurred some time ago and the technician did not seek medical attention. No serious injury was reported.